Event description:
Customer reports that multiple known group a patients failed to react in the anti- a microtube of the mts monoclonal a/b/d and reverse. Grouping card lot# 040705037-27 (exp. 26 mar 06).

Manufacturer narrative:
Mts verified negative reactivity in the anti-a microtube using returned cards. Retains performed as expected. No definitive root cause can be determined as a result of this incident. However, based on the available information provided by the customer and the results of the investigation, mts is unable to rule out improper storage, handling and/or shipping of the gel card products by the distributor or at the customer site as the root cause for the loss in potency (negative reactions) observed in the anti-a microtubes with the returned cards. Labeling cautions the user as follows: abo discrepancies between forward and reverse typing will prompt additional testing to confirm abo group. Do not freeze or expose cards to excessive heat. Store cards upright at 2-25oc. Do not use cards, which show signs of drying (a liquid layer should appear on top of the gel in each microtube), discoloration. Bubbles, crystals or seals that appear damaged or opened.